Manufacturer narrative:
H3: analysis found visually, there was no damage in the construction of the device. The needle assembly wire was secured to the filler tube with a (non-packaging) rubber band. Functionally, the probe sub-assembly/manifold turned between each of the current settings ¿ 0.5ma, 1ma, 2ma ¿ with no issues. Electrically, position 0.5ma shall be 0.5 ± 0.1ma and the actual measurement was 0.50ma; position 1.0ma shall be 1.0 ± 0.2ma and the actual measurement was 1.02ma; position 2.0ma shall be 2.0 ± 0.4ma and the actual measurement was 2.03ma ¿ all measurements were in specification. Additionally, the led, at the proximal end of the device, illuminated a red light at each of the 3 current settings as intended. There was no intermittent behavior while manipulating the tip, wire, or the probe sub-assembly. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously added imdrf annex codes b17, c20, d16 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, while undergoing a thyroidectomy procedure on recurrent laryngeal nerve, 2 brand new nerve stimulators (described above) were opened and tried on patient. None of them functioned as intended. The doctor tried using them on patient muscles with no results. The threshold was set to 2 ma. The probe tip was touched to the needle electrode to verify functionality. There was no noticeable damage on the product or its package. Needle electrode was readjusted on the patient. The doctor proceeded with a third product of the same lot number and it worked. The probe was not tested with any other nim. There was no patient impact.